Manufacturer narrative:
Device received with critical pump error (open book image) and a broken force sensor was detected during seating or regular delivery was present in the insulin pump trace download due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Device received with corroded motor home switch and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had critical pump error. The customer¿s blood glucose level was 17.9 mmol/l. The customer was treated with insulin pump. Customer declined to troubleshoot for the high blood glucose. The customer reported that they had critical pump error and multiple pump error alarm on the pump. The insulin pump will be returned for analysis.